Event description:
Reference number: (B)(4). Event occured in united states. It was reported that the patient faced high blood glucose level event on 6-mar-2026. The patient was treated with bolus using the pump. No further information is available.